Event description:
Reportedly, during testing, there was a 'low fio2' alarm. Calibrating the oxygen sensor did not solve the issue. The sensor was replaced. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).